Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station mini engines 1.1 and 1.2 did not lock when pushed closed. A field service engineer (fse) was able to open the back panel to inspect the drawer and found that the emergency latch was undone. The fse adjusted the emergency latch and examined all the other drawers to ensure that they were completely locked in place and tested to confirm that the lock was not loose. Subsequently, a fse closed the back panel and conducted tests in the hardware testing application. Many engines operated without any malfunctions or delays occurring afterwards, and it was also verified that the locking mechanism did not come undone or loose, which it did not. The customer was able to log into the user application and successfully recover storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer did not close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.